Event description:
N/a.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 0.8%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was result of case specific circumstances as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2025, a 25mm epic valve was chosen for a procedure. After the implantation into the body, a poor valve leaflet apposition was noted and the valve did not close completely. The valve got removed and a 25mm non-abbott valve was implanted. The patient was reported stable and out of the hospital.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.